Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter broke off during surgery while trying to install a screw. The surgeon believed extra torque was placed on the inserter during use in order to position the screw around a fragment that was left in the patient from a previous procedure, which caused the inserter to break. The procedure was completed using an alternative inserter and screw. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned screwdriver was evaluated. The tip was found to be fractured. There were no other signs of damage on the device. It is likely that the screwdriver failed due to off-axis forces applied during screw insertion. A review of the manufacturing records did not identify any issues which would have contributed to this event.